Event description:
The customer called technical support (ts) and reported that the device's touchscreen is not responding to touch in areas and failed touchscreen calibration. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the part number for the touchscreen for replacement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. It was also noted by the customer per their good faith effort response that during finishing up with preventative maintenance, it was observed that the device failed the flow accuracy and mix accuracy test. The flow sensor was replaced to resolve the issue. The device passed required performance verification tests per philips standards and was put back into service.